Event description:
Surgical procedure extended because of instrument tip breakage.

Manufacturer narrative:
The investigation could not determine the cause, as the complaint sample and lot information were not provided. This product is a single use item. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.